Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining falsely elevated troponin (accutni) results for three (3) patient samples generated on the access 2 immunoassay system. This event occurred over the course of two (2) separate days ((B)(6)2012). This report documents the patient results generated on (B)(6) 2012, for two (2) patients. All of the patient results were above the acute myocardial infarction (ami) cut-off of the assay (>0.50 ng/ml). Additionally, one of the patients had an elevated creatinine kinase - mb (ckmb) result above the normal reference range. The customer's data indicates that in each case the patients' sample was either reanalyzed or a new sample was collected and analyzed. The accutni results all reported lower either in the normal reference range or within the risk stratification range. Secondly, the ckmb value also reported lower, within the normal reference range. The results provided by the customer are provided in this report. The customer stated that they did release the initial results from the laboratory; however, there has been no report of change to or impact to patient treatment as the clinicians questioned the results.

Manufacturer narrative:
The customer collects accutni/ckmb samples in bd lithium heparin plasma tubes which are centrifuged for three minutes (the customer could not provide the centrifugation speed). The customer stated to hotline that the assay qc has been performing within the laboratory's established ranges. However, the customer did note that they had obtained a wash valve motion error in the event log so the customer cleaned the wash valve. A bec field service engineer (fse) was dispatched for this event. The fse discovered air slugs in the tubing to dispense probe #2. The fse then inspected the wash valve housing and cap where the fse found dried wash buffer. The fse then cleaned the wash valve and inspected the belt for wear. The fse primed the dispense probes but obtained wash valve motion errors. The wash valve was not moving to the proper position which was causing the errors. The fse replaced the wash pump and fluidics manifold due to the errors. Additionally, the fse replaced the transducer tip, verified ultrasonic voltages and performed necessary alignments. A routine system check and a high sensitivity system check was then performed both of which passed within instrument specifications. A 60 replicate accutni precision test was performed which passed within assay precision along with assay qc. In conclusion, the wash pump hardware is the cause of this event. MDR 2122870-2012-01946, has also been submitted in relation to this event, which documents the results obtained on (B)(6) 2012.